Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: bladder; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: removal of mesh. On an unspecified date the patient underwent further surgery regarding the advantage fit implant for the following purpose: botox. On unspecified dates the patient underwent further surgery regarding the advantage fit implant for the following purpose: cystoscopy (monthly to bi-monthly, can't recall exact dates). On (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: implant sacral stipulator. On (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: moving of sacral stipulator due to pain. Nonsurgical treatments: the patient was treated with pain medication: endone. The patient was treated with other medication: ural for the treatment of: uti. On (B)(6) 2015 the patient commenced physiotherapy treatment: pelvic floor exercises for purpose: strengthening of pelvic floor.